Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4) displayed user advisory (ua) 12 (lifeband not present)" was confirmed in the archive data but was not confirmed during functional testing. The lifeband used during the reported event was not returned to zoll for evaluation. However, the autopulse platform was tested with several known-good lifebands, and the platform functioned as intended. During visual inspection, the top cover and front enclosure were observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the top cover was chipped at multiple locations and several screw bosses were cracked. Also, a vertical crack was observed going through one of the screw fittings of the front enclosure. The observed physical damages appeared to be the characteristic of harsh impacts due to user mishandling. The damaged covers were replaced to address the issues. A review of the platform archive data showed multiple ua12 (lifeband not present) advisory messages around the customer's reported event date, confirming the reported complaint. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft and can freely rotate after insertion. The autopulse platform passed functional testing without any fault or error. During device evaluation, the lifeband clip detect switch inspection was performed and verified that the belt clip switch lever was able to close and was accurately in a correct position to the belt clip switch case. The autopulse platform was tested with several known-good lifebands, but the reported ua12 advisory message was not replicated during testing. Following service, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.

Event description:
The autopulse platform (s/n (B)(4) was used to resuscitate a patient in cardiac arrest. When the crew turned on the autopulse platform, the lifeband (lot # unknown) did not retract; however, the platform did not show any error messages or fault codes. The crew powered off/on the autopulse, but the platform displayed user advisory (ua) 12 (lifeband not present), followed by the prompt: reinstall lifeband and press restart. The crew did not replace the lifeband as they were in a rush proceeding with resuscitating the patient. The crew switched to manual CPR until they arrived at a hospital, where a lucas device was used to continue CPR. No consequences or impacts on the patient. After the call, the customer removed the lifeband and discarded it without testing it in another autopulse platform. Please see the following related MFR report: MFR # (B)(4) for the lifeband (lot # unknown).